Event description:
During laparoscopic placement of peritoneal dialysis catheter, linear cutter would not engage when the surgeon attempted to use the device. New device was used without any issues. No patient harm. Device to be returned to manufacturer for evaluation.